Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.5, lab: 4.3. Pt's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, pt was given vitamin k. The very next day, pt received a 5.0 inr on both inratio and lab meters. Customer believes that the original result from the lab was inaccurate.